Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At an unknown time, a device related thrombosis was found. No patient complications were noted.